Event description:
It was reported that this implantable pacemaker showed a pulse rate of 50 the set low rate was at 60. Additional information received indicates that pacing failure was suspected due to increased pacing threshold. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. This device was discarded in the facility due to infection. No additional adverse patient effects were reported.